Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left- mentor smooth round moderate profile 475cc saline breast implant. Catalog number 3501680. Lot number 160473. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 475cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the doctor. As a result patient had the deice removed on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, two devices were returned without fluid. White material was observed within the devices. No foreign material was observed on the shell surfaces. On device a, mentor product analysis lab discovered a rent at the vulcanization dot and on device b a leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the date of explantation was on 6/22/2018, and patient underwent bilateral removal and replacement as follow; left replaced with catalog number 3505504bc, serial number (B)(4), and right replaced with catalog number 3505504bc, serial number (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 167363 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).